Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The h6 "component code" field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the insertion section was dented during user handling and image sensor unit cable was damaged, or movement of the cable was prevented due to the dent resulting in intermittent image. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope video would cut in and out. The issue was found during the procedure. No error messages were displayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the image was flickering due to an insertion tube that had a kink/dent near the boot that failed the ring gauge test. This event is under investigation. A supplemental report will be submitted upon receiving additional information.